Event description:
It has been reported to philips that fluoroscopy was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.

Event description:
It has been reported to philips that fluoroscopy was not working. No harm has been reported to philips.

Manufacturer narrative:
A philips service engineer inspected the system on-site and determined that the kvma board was defective, causing intermittent issues. The kvma board was replaced. The machine's functionality was tested and found to be satisfactory. The machine was handed over in working order. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.